Event description:
During approx 3-4 cases during the mo of july, when this unit is in the vitrectomy mode, there is a backflush of air into the eye when the footpedal is released. In one case, the air went sub-retinal. There were no pt problems. The unit is being returned for eval.